Manufacturer narrative:
Conclusion: the valve nor the delivery catheter system (dcs) were returned, therefore no product analysis could be performed. Images were not re ceived for review. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. The valve was subsequently recaptured. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. With the limited information available, an assignable root cause cannot be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Potential factors that can influence a dislodgment include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. In this case, it was noted that there was pushing and pulling tension was applied to the dcs as the valve was fully deployed prior to the valve final implant position, which indicates that the tension applied on the dcs could be a probable cause of the dislodgement. Dislodge events are typically not related to a device malfunction. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. A device history review on the valve is not required as the event description does not indicate a potential manufacturing issue. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 24-jul-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the first deployment attempt, complete heart block occurred and the valve was recaptured. During the second deployment, the implant position was adjusted to be shallower than the first attempt. The valve was fully released at a depth of 3-4mm on the non-coronary cusp and 4mm on the left coronary cusp. It was reported that pushing and pulling tension was applied to the delivery catheter system (dcs) as the valve was fully deployed. The final implant position of the valve was at a depth of 0-1mm and dislodged further to anchor in a minus position. A second valve was loaded onto a new dcs and inserted into the patient for attempted implant, but during the attempted deployment of the second valve, the first valve moved slightly. The second valve was recaptured, a snare was used to hold the first valve, and the second valve was implanted. No additional adverse patient effects were reported.